Event description:
It was reported that there was oversensing and the patient had rates of 30 pulses per minutes. Reprogramming was done but it continued; the system was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4196 implantable pacing lead (B)(6) 2011; 1688t competitor implantable pacing lead (B)(6) 2005. (B)(4).